Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. Customer reported insulin pump error and blank display. Trouble shooting was performed but the display did not returned. No further complications were reported. The customer will continue to use the device.